Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during preparation for an unspecified procedure, it was found that the lamp error e105 was displayed. The user cycled the power of the subject device and the issue was resolved. The user started the intended procedure with the subject device. The error e105 was displayed again forty minutes after the start of the procedure. The user replaced the system including the subject device with another system and completed the intended procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to any of olympus locations. Based upon the results of the investigation so far, omsc considered that the reported phenomenon was attributed to some problem inside the optical unit of the subject device such as an error was detected when the current consumption of the led used momentarily exceeded the specified current amount.